Manufacturer narrative:
Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. It was reported that there was a defect on the handle. Please let us know if the tip of the electrode was broken apart or if a piece of the tip fell off. 2. How was the procedure completed? 3. Were there any patient consequences? 4. Name of procedure performed?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017. During the procedure, a defect was found on the handle connection pin and the handle did not work. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  Product release date: november 2016, product expiry date: september 2021.

Manufacturer narrative:
Product complaint # pc-(B)(4) the device was returned in a condition that would suggest that the electrodes had not been activated. The device was connected to versapoint ii generator (B)(4) and available settings were checked. Electrical testing was performed on 2.5 mm loop and passed. It was established that if slight pressure was applied to the proximal end of the connector an active continuity value within specification could be achieved. It was established that the returned electrode did not have continuity on the active circuit. The investigation has found the continuity break to be in the proximal connector at the point of the solder joint between active wire and active connector.